Event description:
A representative from the hospital contact pemco stating that the "cable wound around the outside of that drum, for some reason" she was also told that the cable "let go" she also believes it was user error.

Manufacturer narrative:
Given the info received from the hospital pemco agrees with the initial reporter that it was use error, and believes that the spool cap nut was not properly tightened (as is stated in our IFU) when event occurred. The device worked according the MFR specs when it was eval at pemco. We believe that because the spool cap nut was not properly tightened that the cable was able to go over the lip of the spool. If properly tightened this will not happen. After several attempts to get more info from the hospital regarding the event, we do not know if there was any pt involvement.